Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient is having issues of inflammation. The patient was referred to a retinal specialist who suggested that the lens be exchanged for a different model. Additional information was provided by the surgeon, who reported that the event continues. The event is not expected to resolve. According to the surgeon, the retina doctor believes that the hyphema is from uveitis, glaucoma, hyphema (ugh) syndrome. Posterior capsule opacification was observed two weeks after surgery. The surgeon does not know if there has been medical or surgical intervention performed. In the surgeon's opinion, it is unknown if the iol cause/contributed to the event.